Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless revision total hip arthroplasty without allograft in severe proximal femoral defects" by matthew c. Nadaud, md, william l. Griffin, md, thomas k. Fehring, md, j. Bohannon mason, md, owen b. Tabor jr, md, susan odum, ma, med, and donna s. Nussman, phd published by the journal of arthroplasty vol. 20 no. 6 2005 in 2005 was reviewed for MDR reportability. The article's purpose: "the purpose of this study is to evaluate the intermediate-term results using cementless components with diaphyseal fixation and no structural allografts in patients with severe proximal femoral bone loss." Out of 463 revision thas performed between 1988 and 1998, the data in the study is of 42 hips which met the criteria of "revision of the femoral component for any reason, minimum 2 year follow up after cementless revision....in each case, a fully porous-coated cobaltchrome implant was used (anatomic medullary locking prosthesis, depuy, warsaw, ind). Stem lengths ranged from 165 to 350 mm." The results from revision with depuy products include 2 patients required revision for aseptic loosening of femoral stem, 9 dislocations (7 of the 9 developed recurrent dislocations and required subsequent revision surgery which did not require revision of the femoral component - "the problem of the recurrent instability in this group of patients was caused by a damaged and inadequate soft tissue sleeve, most notably, a week or absent abductor mechanism"), 6 intraoperative fractures ("of the 6 intraoperative fractures, 1 was associated with radiographic instability which eventually led to an additional revision. The other 5 were nondisplaced linear fractures that were managed with cerclage wires and healed without additional sequelae"). Noted that "severe femoral stress shielding occurred in 10 hips with no significant clinical consequences.